Event description:
During the surgical procedure, the white protective end cap of the hysterscope inner cannula broke off. Surgeon was able to retrieve entire broken piece without injury to pt. This is the second episode of the same situation.